Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, there was a non-sustained oversensing episode on the right ventricular lead. The device was reprogrammed and the patient was stable and will continue to be monitored via merlin.net.